Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1_delsys, expiration date: 10-may-2021, serial#:(B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 29-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) there was a potential perforation, the leadless ipg did not capture and exhibited high and undefined impedance. The leadless ipg was recaptured and contrast was injected. The contrast was noted to go into the pericardium. The patient received a pericardial drain. The leadless ipg was replaced by a dual chamber transvenous pacemaker. No further patient complications have been reported as a result of this event.